Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connection issues) has been confirmed. Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt connector guide pin was bent, preventing belt/monitor connection. The root cause for the damaged connector was excessive force. No adverse event resulted from the monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. The belt is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient's electrode belt and monitor had damaged connectors.